Event description:
It was reported that a user experienced recurrent severe hypoglycemia while using the ilet, with self-reported use of glucagon on three occasions and an education and troubleshooting attempt conducted by support. Symptoms included hypoglycemia. Outcomes included self-treatment with rescue glucagon and oral glucose. Investigation included attempts to obtain a blood glucose questionnaire and event details by phone. Investigation of this case revealed that the cause and any device contribution could not be determined due to insufficient information from the user. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.